Manufacturer narrative:
The small grasping retractor has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if additional information is received. Site history review: a review of the site's complaint history did not find any additional product issues reported for this product. Image/video review: no image or video clip for the reported event was submitted for review. System log investigation: a review of the instrument log for the small grasping retractor instrument (part number: 470318-10, lot number: n10180823) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk0227. The alleged event occurred on the 5th use of the instrument. The instrument was used for 10 minutes and 45 seconds. The instrument was not used in subsequent procedures. The small grasping retractor instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. This complaint is reportable due to the following: it was reported that during a da vinci-assisted low anterior resection surgical procedure, the surgeon noted the small grasping retractor instrument was broken inside the patient¿s abdomen. The or staff removed the instrument and noted an exposed wire on the instrument. It was unknown if any fragments fell inside the patient. The surgeon used a backup instrument to complete the procedure with no report of patient harm, injury or adverse outcome, but it is unknown if the patient experienced any post-operative complications as a result of potentially retaining a foreign object. Additional details related to the event were not available. As of the date of this report, it is unknown what caused the breakage to occur and whether any fragments fell inside the patient. Follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the surgeon noted the small grasping retractor instrument was broken inside the patient¿s abdomen. The operating room (or) staff removed the instrument, and noted an exposed wire on the instrument. It was unknown if there were any fragments that fell inside the patient. The surgeon used a backup instrument to complete the procedure with no report of patient harm, injury or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter; however, the reporter could not provide any additional information.